Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump was also received with moisture damage on the motor, keypad, battery tube, and vibrator assembly. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she accidentally wore her pump in the pool. Customer stated that she was in the pool for about 5-10 minutes before she realized that she still had the pump on. Customer dried it off and removed the battery. Customer stated that she is trying to soak her pump in rice right now. Customer stated that the time and date are still at the top but the buttons are not responding to touch. Customer mentioned that the pump was vibrating without an alarm or alert. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.